Event description:
It was reported that impedance values on all unipolar pairs were greater than 4,000 ohms. Bipolar values were normal and the pt was getting good therapy. Per the physician, the device was programmed away from the case. The pt outcome was reported as no injury.

Manufacturer narrative:
(B) (4).